Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as a raw spot on the back near the spine from laying down. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse placed a gauze pad over the irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.